Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an acessa procedure on (B)(6) 2024, the physician was ablating a fibroid near the interior abdominal wall, the saline balloon manipulator was accidentally deflated by the tech and the uterus was manipulated to the interior abdominal wall and a small burn to the abdominal wall happened. The procedure was completed successfully. The device was discarded. No other information available.